Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was notified of a patient with a sac growth from a follow up recheck. Upon the 5 year follow up, the sac had originally shrank, but has grown since year 4. There were no obvious leak from the CT scan but physician noted that a jet coming off from the main body bifurcation area. Physician went ahead and performed a re-line with an mdt on (B)(6) 2017 and procedure went successfully. Patient will have a follow up on (B)(6) 2018. Patient's index case occurred on (B)(6) 2012, an afx was implanted at the (B)(6) hospital by a dr. (B)(6).

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. Clinical confirmed the sac growth; the type 3b endoleak of the main body; and the secondary endovascular procedure performed on (B)(6) 2017. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity (breached) of the main body was the use of the strata material in combination with off-label use with the oversized cuff. The final patient disposition could not be ascertained due to lack of medical information surrounding the secondary endovascular procedure. To date there has been no reports of further negative patient sequalae. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. In addition, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.